Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead showed over sensed noisy signals at an atrial tachy response event. An atrial automatic threshold detected as greater than programmed amplitude or suspended. An automatic safety switch from bipolar to unipolar occurred due to a high, out of range ra pace impedance measurement. The ra lead remains in service. No adverse patient effects were reported.